Event description:
Patient presented to the physician with swelling at the chest incision site. Upon aspiration, purulent fluid was noted. Due to potential infection, the physician prescribed a 14-day course of antibiotics.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site and an infection, along with fluid accumulation at the sensing lead placement site. Physician brought the patient into the or, removed the ipg and sensing lead, a portion of the stimulation, and closed.